Manufacturer narrative:
Updated investigation findings: one sample was returned, and ten samples were not returned. There were two cases with a method code of analysis of data provided by user/third party (4112) there were two cases with a method code of testing of actual/suspected device (10) there were six cases with method codes of device not returned (4114), there were ten cases with method codes of analysis of production records (3331), there was one case with a results code of inappropriate material (202). There were two cases with a results code of operational problem identified (114). There were seven cases with result codes of no findings available (3221). There was one case with a results code of results pending completion of investigation (3233). There was one case with a conclusion code of failure to follow instructions (18). There were two cases with a conclusion code of cause traced to user (19). There were seven cases with a conclusion code of cause not established (4315). There was one case with conclusion code of conclusion not yet available (11). The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patient ages range from unknown to 84 years. There were 2 male patients, 3 female patients and 6 unknown gender.

Manufacturer narrative:
One sample was returned, and ten samples were not returned. There were ten cases with method codes of device not returned (4114), analysis of production records (3331), a results code of no findings available (3221) and a conclusion code of cause not established (4315). There was one case with a results code of results pending completion of investigation (3233) and a conclusion code of conclusion not yet available. The manufacturer internal reference number is: (B)(4).